Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). All information associated with this event was submitted to the bloodline manufacturer. According to the manufacturer's investigation, the blood tubing set was not received for evaluation. A review of the device history records for sl-2010m2096 from lot 01254002 was performed and indicated that there were no quality issues during the manufacturing process of this lot related to the reported issue. A search of the complaint database for this blood tubing set lot number shows no additional complaints of component disconnections as of complaint closure, indicating this is an isolated occurrence. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: during setup the bloodline completely separated from the arterial pressure pod. There was no patient involvement.